Event description:
It was reported that the patient with this ambicor penile prosthesis (app) had difficultly pumping his device. Upon inspection, an aneurysm in the cylinder was noticed. As a result, the device was explanted and replaced. No patient complications were reported.